Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: n/a. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: rt. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the doctor attempted to deploy the angio-seal device post femoral access st-segment elevation myocardial infarction (stemi) procedure. After inserting sheath/dilator assembly, and attempting to deploy the angio-seal, the device failed. The doctor removed the device and identified there were two components missing which were the suture and the green tamper tube. Manual pressure was used to achieve hemostasis. A hematoma and bruising was observed a few hours later while the patient was in the inpatient unit. The procedure type was a femoral access percutaneous coronary intervention (pci). The procedure as was successful however, the femoral closure via the angio-seal was not. There was no blood loss.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angioseal device was returned to terumo medical corporation for product evaluation. The returned device included the header bag, foil pouch, arteriotomy locator, hemostasis sheath, carrier tube and guidewire. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked and the anchor was visible within the distal tip. Functional testing was performed to test deployment by attempting to reset the returned device. However, the device was not able to be set to forward lock position. The anchor was still visible at the distal tip of the sheath and a kink was formed at the base of carrier tube. The sheath and carrier tube were separated and dried blood was found along the carrier tube. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).